Event description:
The home patient (hp) contacted baxter¿s technical service center regarding a system error (se) 2240 (air in set) alarm, which occurred on the homechoice (hc) during use during drain 4. The home patient disconnected from the patient line, but did not use aseptic technique and then reconnected without using aseptic technique. The technical services representative (tsr) assisted the patient in clearing the alarm and advised the hp to start over with new supplies or finish therapy using manual supplies. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also provides instructions on the proper way to disconnect from the device during therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.